Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a left ureteral calculi holmium laser lithotripsy under ureteroscope procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during the procedure, inside the patient, when the physician attempted to position the stent, it was noticed that the stent broke in half along the shaft. The procedure was successfully completed with another percuflex plus stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a left ureteral calculi holmium laser lithotripsy under ureteroscope procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during the procedure, inside the patient, when the physician attempted to position the stent, it was noticed that the stent broke in half along the shaft. The procedure was successfully completed with another percuflex plus stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A percuflex plus was returned for analysis. A visual analysis of the returned device revealed that the stent shaft was detached. Based on the product analysis, the issue occured during the procedure, no defects were reported by the customer during the unpacking and preparation. The reported issue could have been generated by user, also interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.